Event description:
It was reported while advancing a 3.0x48mm xience xpedition stent delivery system in a guide catheter, in the left main (lm) coronary artery, friction was met. The device was unable to reach the left anterior descending (lad) coronary artery lesion. The physician decided to remove the device. During removal into the guide catheter, resistance was noted going into the catheter and resistance was noted going through the catheter. Another 3.0x48mm xience xpedition stent was successfully implanted in the mid lad lesion. Outside of the anatomy, the first 3.0x48mm xience xpedition stent struts were noted to be flared. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficult to position were able to be confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience xpedition 48 is currently not commercially available in the u.s; however, is similar to a device sold in the u.s.